Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements of less than 200 ohms. Sensing had dropped and the amplitude was low. Manipulation and isometric testing produced visible noise on this rv lead and x ray images revealed it was crushed at the clavicle. A revision procedure was performed in which this rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements of less than 200 ohms. Sensing had dropped and the amplitude was low. Manipulation and isometric testing produced visible noise on this rv lead and x ray images revealed it was crushed at the clavicle. A revision procedure was performed in which this rv lead was explanted. No additional adverse patient effects were reported. Additional information was received that this rv lead was explanted due to fracture.

Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements of less than 200 ohms. Sensing had dropped and the amplitude was low. Manipulation and isometric testing produced visible noise on this rv lead and x ray images revealed it was crushed at the clavicle. A revision procedure was performed in which this rv lead was explanted. No additional adverse patient effects were reported. Additional information was received that this rv lead was explanted due to fracture.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed insulation abrasion damage. This type of damage is consistent with repeated stress over time. The reported low out of range pace impedance measurements and low amplitude and sensing is likely the result of the lead damage observed by the laboratory.